Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 8 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. The returned fragments were examined visually and electrically. Signs of abrasion were found at the distal lead fragment. The insulation was intact at those sites. In addition, the outer and inner conductor helices were kinked 2 cm proximal of the tip electrode, and the fixation anchors of the tip electrode were partially damaged. These damages are likely a result of the extraction process. In the course of the visual inspection, no damages could be found that could be the cause for the reported pacing loss of the lead. The measurement of the direct-current resistances of the electrical conductors of the lead fragments also proved to be unremarkable. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that this lead was explanted about 135 months after implantation due to exit block.